Event description:
It was reported that the customer was hospitalized last (B)(6) 2015. Customer's blood glucose was 568 mg/dl. Troubleshooting was done. Customer also mentioned about not having enough supplies. Customer stated that she was not in an accident and was wearing the insulin pump at the time of hospitalization. Customer mentioned that patient has to change out her battery more often than normal. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.